Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0421798v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004-, product type: extension. Product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient had their bladder removed about 4.5 years ago and they left the device implanted. The patient was told that it would be easier to leave it in than to take it out. It was reported that the thing burned really bad and that had been going on for the last couple of years. The patient had talked to their health care provider (hcp) about removing the device and they stated that they would remove it anytime but would rather wait until they had to have another surgery so that the patient would not be going in just for removal of the device.